Manufacturer narrative:
(B)(4). This event was previously reported under the following MFR# 0001822565-2023-00051. Reported event was confirmed by review of pictures. Visual examination of the provided photograph identified that the liner post appears to be fractured and wear is noted from use. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device discarded by the hospital.

Event description:
It was reported that the patient was revised due to the disassociation of baseplate and poly. Further, the surgeon also stated that the post was sheared off. No additional patient consequences were reported. Attempts to obtain additional information have been made; however, no more is available.